Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system s/n (B)(4) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, the thermogard xp ivtm system s/n (B)(4) displayed a "factory configure not complete" error message. Another thermogard console was used to continue the treatment. No further information was provided regarding the details of the treatment. Patient's status information was requested, but the customer did not provide a response. Therefore, patient's status is unknown.

Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (s/n (B)(6)) displayed a "factory configuration not complete" error message was confirmed during functional testing. The root cause of the reported complaint was either due to a hardware issue such as a cold or cracked solder joint in the umbilical cable or on the jp1 connector of the rear display head assembly, or due to a defective input/output printed circuit board (I/o pcb). Cold/cracked solder joints can result from device transportation and normal handling of the display head. During visual inspection, damaged and missing parts were noted, unrelated to the reported complaint. It was observed that the screws at the top lid were loose and missing, likely resulting from the aging of the thermogard console. In addition, the prime switch cover was broken, the ac input 10a power module was loose, and the assembly cold well cap was missing, attributed to user mishandling. All the damaged and missing parts will be replaced to address the observed issues. Event log data review was performed and revealed one mid:20 (adc1 timeout) and one mid:21 (adc2 timeout) error messages, unrelated to the reported complaint. The observed mid:20 and mid:21 error messages indicate a potential hardware problem in the system. During functional testing, the thermogard console displayed a "factory configuration not complete" error message following the power-on-self-test (post); thus, confirming the reported complaint. The umbilical cable, rear display head assembly, and the I/o pcb will be replaced to remedy the fault. Unrelated to the reported complaint, it was noted that the display head battery had low voltage, attributed to the aging of the device. The thermogard console is a reusable device and was manufactured in november 2015 and is almost 6 years old. The display head battery will be replaced per standard service procedure. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint. There was one similar complaint for the same issue reported for this thermogard console with s/n (B)(6). Ccr 46648 was reported on 12 september 2019, and at that time, the I/o pcb was replaced to remedy the issue.

Event description:
During ivtm therapy, the thermogard xp ivtm system (s/n tgxp11870) displayed a "factory configuration not complete" error message. Another thermogard console was used to continue the treatment. No further information was provided regarding the details of the treatment. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.